Manufacturer narrative:
Additional information was requested but was not received.

Event description:
It was reported that the lead was explanted and replaced due to unsatisfactory electrical measurements. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported event of unsatisfactory lead measurements could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing that could be performed did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except procedural damage.

Manufacturer narrative:
Additional information: the reported event was for unsatisfactory electrical measurements. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found evidence of melting of the one ring electrode( re) cable adjacent to the end of the partial lead received. Scanning electron microscope (sem) analysis of the associated ICD also indicated arcing on the device can and the presence of lead conductor material on the can in the area of arcing. This would indicate that an external abrasion consistent with lead to can abrasion occurred on the portion of the lead that was not returned.